Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began on (B)(6) 2013, at approximately 11:37pm. The patient claimed that she tested on the subject device and observed a value of "27.5mmol/l" (495mg/dl). The patient stated she tests 6 times per day and manages her diabetes with novorapid insulin (sliding scale) 3 times per day, with meals and lantus, 8 units, before bedtime. She reported that she also takes metformin (500mg) - 1 pill, twice a day. She reported that in response to the alleged high reading, she administered 8 units of novorapid insulin as well as her lantus insulin (8u) immediately after testing and went to bed. On (B)(6) 2013, at approximately 5:30am the patient reported that her spouse tried to wake her up but she didn't rouse. He tested her blood glucose using the subject device and observed a value of "1.9 mmol/l" (34.2mg/dl). The patient woke up and she was sweating profusely. Her spouse treated her with a glucagon shot and a glass of orange juice at approximately 5:45am, her symptoms abated after 15-20 minutes. Her blood glucose was tested after the treatment but the patient did not provide the value. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia that required treatment from another person after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. In addition, there were more than one type of test strips returned in the same vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/22/2013, test strips- 3/22/2013.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.